Event description:
The hospital biomedical engineer (bme) reported that respiratory staff experienced the ventilator screen becoming unresponsive. Staff powered down the ventilator and turned it back on for the ventilator to work properly, however the unit power cycled spontaneously. The unit was in patient use. No patient impact reported. The remote service engineer (rse) suggested the customer replace the power management (pm) board and verify the software on the ventilator. During an additional call, the rse advised to check the pm board, power supplies, touchscreen for possible residue or damage, the event log for any errors, and to test the ventilator for 24 hours to attempt to reproduce the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
There was no patient involvement.

Manufacturer narrative:
The biomedical engineer states the touchscreen was recalibrated to resolve the issue. No additional parts were required. The device was returned to service and no issues have been reported.